Manufacturer narrative:
It was reported that there are tears in the primary packaging of a thermocool® smart touch® sf uni-directional navigation catheter. There was no notorious damage on outer box. There was no damage to the device due to any part of the packaging being damaged. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed following manufacturing procedures. The package was inspected, and no physical damage was observed on the packaging. Further investigation was performed on the pouch and the pouch was not open; however, it was observed wrinkled. Due to the damaged condition observed on the pouch, a manufacturing meeting was performed to determine the root cause of the issue. Based on the investigation, it can be concluded that the customer complaint was not generated at the manufacturing facilities. In accordance with procedure, all steps and key points were successfully executed in the packaging area and inspected as mentioned in procedures packaging. Due to the conditions observed, it is believed that manipulation in an environment external to the manufacturing facilities packaging process, could have contributed to this type of issue. However, the root cause of the issue was not possible to be determined. A manufacturing record evaluation was performed for the finished device 31009576l, and no internal action was found during the review. The wrinkled on the pouch issue reported by the customer was confirmed. The potential cause of the damage cannot be established. The instructions for use contain (IFU) the following warning and precaution: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. The catheter was sterilized using ethylene oxide and should be used by the use-by date printed on the product label. Do not use the catheter after the date on the product label. The catheter is intended for single use only. Do not re-sterilize and reuse. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that there are tears in the primary packaging of a thermocool® smart touch® sf uni-directional navigation catheter. There was no notorious damage on outer box. There was no damage to the device due to any part of the packaging being damaged. No adverse patient consequence was reported.

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. It was reported that there are tears in the primary packaging of a thermocool® smart touch® sf uni-directional navigation catheter. There was no notorious damage on outer box. There was no damage to the device due to any part of the packaging being damaged. No adverse patient consequence was reported. Photo evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, tears were observed on the pouch of the device; however, it cannot determine a perforation on the pouch. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The physical device was returned for evaluation and further investigation will be performed on the product investigation for the physical device. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).